Manufacturer narrative:
The investigation into the high purge pressure and the access site bleeding ¿ major issue has been completed. The product was not returned for benchtop investigation. Data logs showed the "purge system failure" alarm was triggered during purge prime. The alarm resolved after the purge cassette was replaced for another. The cause of the priming issue and the access site bleeding issue was not determined since product was not returned for investigation and there were limited clinical details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 49-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Access site for impella dressed, but upon scrubbing out and removing the drape the staff noticed a hematoma forming. The physician scrubbed back in and performed a cut down to assess bleeding and establish hemostasis. Physician solved the issue, and closed the site.